Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer who reported they took the patient to the neurologist about 10 days ago to check if they needed to increase or decrease it, and the healthcare provider (hcp) said therapy wasn¿t even turned on; the consumer thought they hit the wrong button. The patient had been recharging every week, and the equipment was always plugged in, but last weekend when they tried to recharge the implant, they got a message that said the communicator wasn¿t working. During the call the consumer was able to launch the recharging app and confirmed they were recharging the implant with a good connection with the implant battery showing all the way down in the red and therapy was off, which was unexpected. A short time later the consumer called back and connected with the implant which showed the implant was at 30% and therapy was off, but they were able to turn therapy on and were going to continue charging.

Event description:
Additional information was received from the patient representative on (B)(6) 2024 that the patient charged the ins to 100% the day before, but the handset showed the therapy was off. It was unknown, but the patient might have let the ins battery get too low. The patient could turn the therapy back on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.